Event description:
It was reported that this right ventricular (rv) defibrillation lead was explant and replace this device due to an unspecified product performance issue. No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.